Event description:
It was reported that post op of a right colectomy procedure, the patient experienced excessive bleeding at the anastomosis site. The patient was given a blood transfusion; however, the number of units is unknown. The device was discarded. No other details are available. Additional information has been requested.

Manufacturer narrative:
(B)(4): surgeon has been using the tlc75 for as many years as [ees] has been making it. Patient required blood, but eventually did well. [Surgeon] suspected either a change in staple height or a lot that wasn't within tolerances. [Surgeon] has not had any problems since.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2011. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.